Event description:
Olympus was informed that during a diagnostic cystoscopy of the bladder procedure, pieces of black glue came off and fell into the patient. There were several device fragments that remained in the patient's urethra. Olympus followed up with the user facility to obtain addition info regarding the reported event and was informed that the physician was unable to remove the device fragments due to the anatomy of the patient. The physician believed that the device fragments will be flush out naturally. The intended procedure was completed with the same device. No medical or surgical intervention was provided and no patient was reported. It was further reported that during cleaning of the device there were several pieces of the black adhesive at the distal end of the device missing.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the entire bending section cover glue was missing from the distal end. The bending section was separated from the distal end. This type of damage is consistent with chemical damage. The device was serviced and returned to the user facility.